Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the that the customer experience low blood glucose. The customer¿s blood glucose level was 54 mg/dl, 58 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Based on customer¿s report customer did allege over delivery. Customer reported that the drive support cap was normal. Customer treated with food. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will not be returned for analysis.